Event description:
It was later reported the patient also had muscle/nerve stimulation from the rv lead.

Manufacturer narrative:
Product: 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated damage at implant. The analyst commented that the electrical resistance and cross continuity test results were within specifications. Visual analysis found outer insulation breached cut/ extrinsic and blood on proximal conductor. Due to the amount of blood ingress into the lead, it is likely that the damaged was observed at the implant.

Event description:
It was reported that the right ventricular (rv) lead was not pacing or sensing. The physician suspected perforation but was unable to confirm this on x-ray. For other medical reasons, the patient will need mris in the future so the physician decided to remove current system and implant with a MRI system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: addr01 implantable pulse generator (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.